Manufacturer narrative:
Event date is unknown within 2020. Additional product codes: erl, hbe. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is company representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, that during an unknown procedure the drill broke and became embedded in the patient¿s bone. The drill bit remains in the patient bone and does not cause harm. There was no reported surgical delay. The procedure was successfully completed. This report involves one (1) 1.5mm drill bit/mini qc with 12mm stop/44.5mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 317.820, lot: f-24610, manufacturing site: selzach, supplier: sphinx werkzeuge ag, release to warehouse date: 23. May 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 1.5 mm drill bit/mini qc with 12 mm stop/44.5mm (p/n: 317.820, lot #: f-24610) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the device was broken and broken fragment was not received. The reported embedded device cannot be confirmed as no x-rays were returned. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the distal tip diameter was measured to be within the specification per drawing. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed 1.5 drill, stop. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the 1.5 drill bit/mini qc with 8 stop/44.5 (p/n: 317.780, lot #: f-18267). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.